Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: upon transporting patient emergency dept from another hospital, about 15 minutes out from arrival, the hamilton t-1 experienced a multiple alarm episode in which the team acted upon to try to correct issues, vent reading high frequency, low pressure, oxygen supply fail, loss of peep, and some air leaking noted, team corrected some leaking, patient tolerating vent with no loss of respiratory volumes, peep or rate, or fio2.